Event description:
It was reported that catheter issue occurred. The 80-90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. An opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. Two non-boston scientific wires were used in a 7fr system, one down the lad and the other down the diagonal. The catheter was advanced on the lad wire for imaging and recording. During removal, the catheter initially tugged on both wires and would not remove freely. The catheter was able to be removed by advancing the catheter drive shaft into the sheath. Upon removal, the catheter was noted to be wrapped in the lad wire and the wire was deformed. The procedure was completed successfully. There were no patient complications.